Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The outcome of the peritonitis was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). An unreported date in 2013. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.